Event description:
It was reported that the pt traveled and became ill. Pt was seen at a hospital for treatment which suspected meningitis. A spinal tap was performed which revealed white blood cells and elevated pressure. Add'l analysis reports are pending. Pt is recovering.